Event description:
The customer's nurse reported via phone call that the insulin pump alarmed lost sensor and weak signal. The caller stated that the customer replaced the sensor, and this did not resolve the issue. The customer's blood glucose was 510 mg/dl, which was treated with the insulin pump. The customer changed out the set. The customer stated that the insulin pump was communicating with the transmitter and was advised that the insulin pump was no longer receiving data from the transmitter. The caller was advised that the alarms may have been caused by orientation of the transmitter. The customer's most recent blood glucose was 115 mg/dl. The customer was advised to monitor the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.